Event description:
It was reported a malfunction in which there was a technique's change. Incident occurred during the brachial nail surgery, the sureshot tagerer was found software error in it and was unable to use. Therefore surgeon had to do it free hands to insert the distal screws.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found cut in the middle section of the cord. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions.